Event description:
A 16f di-lock peel-away introducer was used to insert a dialysis catheter. While attempting to peel and remove the introducer, it separated; approximately 6cm remained in the subclavian vein. The section was removed using a tweezer. There were no further consequences to the pt who was reported to be doing well.